Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pleural effusion with chest pain and shoulder pain. Four months after a pulse field ablation (pfa) procedure using a farawave catheter the patient presented to the emergency room (ER) with complaint of chest pain and shoulder pain which became worse during inspiration and certain movements. A computed tomography angiography (cta) scan was performed that identified a small left pleural effusion and diminishing pericardial fluid. Cardiology was consulted and a recommendation to continue taking colchicine indefinitely along with 400mg ibuprofen three times per day for seven days was made. An outpatient echocardiography scan was scheduled for three days after the ER visit, and the patient was then discharged. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the patient experienced pleural effusion with chest pain and shoulder pain. Four months after a pulse field ablation (pfa) procedure using a farawave catheter the patient presented to the emergency room (ER) with complaint of chest pain and shoulder pain which became worse during inspiration and certain movements. A computed tomography angiography (cta) scan was performed that identified a small left pleural effusion and diminishing pericardial fluid. Cardiology was consulted and a recommendation to continue taking colchicine indefinitely along with 400mg ibuprofen three times per day for seven days was made. An outpatient echocardiography scan was scheduled for three days after the ER visit, and the patient was then discharged. The device is not expected to be returned for analysis due to disposal. It was further reported that the echocardiography results showed a trace posterior pericardial effusion with evidence of pericardial thickening anteriorly. The pleural effusion was also noted. The patient presented back to the ER one week after the onset date of the pleural effusion with complaint of chest pain. A chest computed tomography scan was performed which showed a small pericardial effusion and left greater than right pleural effusion with left basilar atelectasis. The patient was admitted overnight for observation, then discharged the next day with instructions to continue taking the prednisone and colchicine and follow-up outpatient. At a cardiology visit a little over two weeks after the second ER visit the patient denied having any cardiac/anginal pains and was told to continue colchicine and decrease the prednisone dose to 10mg daily for four weeks.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the pleural effusion, pericardial effusion, atelectasis, chest pain, and pain are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that pleural effusion, pericardial effusion, atelectasis, chest pain, and pain are addressed as potential procedural complications when using the farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of pleural effusion, pericardial effusion, atelectasis, chest pain, and pain known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of pleural effusion, pericardial effusion, atelectasis, chest pain, and pain are a known inherent risks of using the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farwave catheter includes, but are not limited to: pain/discomfort, for example: chest pain, pleural effusion, cardiac trauma, for example: pericardial effusion." In this case, the pericardial effusion is considered the most probable primary event, reflecting an underlying pericardial inflammatory response consistent with post-ablation pericarditis or post-cardiac injury syndrome. The pleural effusion is considered a secondary manifestation of this inflammatory process, and the atelectasis is most likely secondary to the pleural effusion due to reduced lung expansion. The reported chest pain and shoulder pain are consistent with pleuritic symptoms associated with pericardial and pleural inflammation. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block h6 impact codes.